Manufacturer narrative:
Device manufactured between: december 13, 2018 to december 14, 2018. The device was received for evaluation. A visual inspection was done and revealed bag was cut at the top left corner where the customer likely drained the contents. Magnified inspection observed a tear hole at the spike port weld in front of the bag where the leak occurred. Upon functional testing observed a leak from the spike port tubing weld in front of the bag. The reported condition was verified. The cause of the condition could not be determined.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked from the middle port at the seam. This occurred prior to use. There was no patient involvement. No additional information is available.